Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer was using fiasp within their pump supplies. Customer administered a manual injection and a bolus via the pump to address the issue, resulting in a low bg (value was not known) as amount of insulin was too much for their needs. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.